Event description:
The customer reported an arcing from the defibrillation pads while delivering energy to pt in a wet environment. There was no report of negative patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.